Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range shock impedance measurements, measuring greater than 160 ohms intermittently over the past year. In the last six months the measurement range was around 100 to 110 ohms. The right ventricular (rv) pace impedance was stable and no noise events were recorded. Boston scientific technical services consultant recommended that the healthcare professional test the device with a command of 41 joule shock to check consistency. No additional adverse patient effects were reported. This device and competitor rv lead remains in-service.